Event description:
The customer reported to olympus, the bronchovideoscope could not angulate properly. The issue was found during an unknown event. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the forceps channel port was shaved was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: adhesive on bending section cover rubber had a chip, control unit had a scratch, scope cover had a scratch, switch box had a scratch, and due to damage angulation lever did not move smoothly, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the grip had a scratch, the up/down plate had a scratch, the angulation lever had a scratch, the universal cord had a scratch, the insertion tube rotation ring had a scratch, the suction connector had a scratch, and the scope connector cover unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that instrument channel port was shaved occurred due stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.